Manufacturer narrative:
The device with product ID 97755 serial# (B)(6) was received for product analysis. Analysis found the recharger antenna failure and insulation is pulled too far out of recharger donut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-jun-25 rpl 433804 (B)(4) (con): information was received from a patient regarding an external device. The reason for call was patient reported their recharger cord was burning them. Patient stated the issue started within the month. Patient also stated their controller was not working correctly and they could not get the controller to go on or charge the implanted neurostimulator. A replacement recharger was sent out. Agent asked - patient clarified there was not physical harm/burn marks left. See (B)(4) for previous reported information on controller damaged/white button not working.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6): UDI#: (B)(4); product ID: 97745, serial/lot #: (B)(6): UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their recharger cord was burning them. Patient stated the issue started within the month. Patient also stated their controller was not working correctly and they could not get the controller to go on or charge the implanted neurostimulator. A replacement recharger was sent out. Agent asked - patient clarified there was not physical harm/burn marks left.